Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer's insulin pump alarmed with a power error in their sleep. The patient's blood glucose at the time of incident was 10.0 mmol/l. Troubleshooting was initiated for the power error alarm. The customer had not previously experienced the power error. The customer was given step-by-step instructions on how to resolve the power error issue, and was advised to monitor the pump and call back if the error recurs within the next four hours. No products were shipped or returned.